Event description:
On (B)(6) 2025, the patient presented with an erosion along the incision line exposing the neurostimulator. On (B)(6) 2025, the patient had a replacement of the rns neurostimulator and revision of the incision site. Treatment included IV antibiotic therapy for six weeks.

Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis.